Manufacturer narrative:
Section d4: the lot number was not provided and was unable to be determined during investigation. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the display screen not functioning properly. The system monitor functioned as intended during analysis. The unit was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor shipped to the customer on 25apr2002. The unit was manufactured on 04mar1999. Heartmate ii power module instructions for use revision b states if the screen does not function call thoratec corporation for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine inspection the system monitor was not displaying all information. It looked like there may have been bad pixels. Repair was requested.